Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2011.

Manufacturer narrative:
On 12/23/2018, mentor received additional information about the event. The explanted device was replaced with a mentor siltex round moderate profile 425cc saline breast prosthesis. On 01/05/2019, mentor received additional information about the suspect medical device. It is a mentor siltex round moderate profile 425cc saline breast prosthesis, catalog #3542670, lot #263543, serial number unknown, PMA #p990075, UDI (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2019, mentor also received additional information that the procedure was a primary breast augmentation. The implantation date was initially reported to be (B)(6) 2004. New information states that the implantation date is (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).